Event description:
One blood leak occurred at the starting of the hemodialysis treatment. The leakage was observed visually, by the leak detector, and by the test strip. The blood loss was about 200cc because the blood inside the dialyzer and tubing were discarded with the affected dialyzer. The pt was well and no medical treatments were given.